Event description:
The physician closed the femoral artery with the closer s device after a diagnostic procedure. After closure, the patient went to recovery. While in recovery a nurse noticed no distal pulse in the leg that was closed with the closer. The patient went to special procedures where they did a peripheral distal run off to determine the cause of the lost distal pulse. The femoral artery was totally occluded. No further information was made available to perclose and it is unknown how the occlusion was resolved.